Event description:
On (B)(6) 2022, fujifilm healthcare americas corporation was informed of an event involving eg-740ut. It was reported that a duodenal bulb perforation occurred in the patient while undergoing a diagnostic procedure. Emergency laparoscopic surgery was performed following the incident to repair the perforation. The manufacturer determined the root cause of the bulb perforation to be the procedure performed by the physician. There was no death reported with the event.